Event description:
It was reported that a patient underwent a gynecological procedure on (B)(6) 2026 and suture was used. The gynecology surgeon, experienced a suture cut in two pieces when applying normal force. There was no harm happened to the patient, only unexpected outcome from the suture. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4).this report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.a manufacturing record evaluation was performed for the finished device lot number, and no related non-conformances were identified. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.additional information was requested, and the following was obtained:was there any reported patient or user harm? No.was there a significant delay? Yes.how long was the delay (minutes)? 3.would you like a return label at the end of this process? No.were there any unexpected outcomes or complications as a result of the prolonged surgery time?1-there was no complications.was there any change in the patient¿s post operative care due to the prolonged procedure?2-there wasn¿t change in post operative care.please provide the source or name of person providing answers to follow-up questions.3-the source is the surgeon himself, dr.(B)(6).please perform and document the follow up attempt for product return. 4-I didn¿t ship a product sample.